Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387-40, lot# j0454427v, implanted: (B)(6) 2005, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot# j0454427v, implanted: (B)(6) 2005, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
It was reported that a patient had their device replaced and post-operatively the settings were -2, +1 at 80 pulse width and 185 hz. It was noted that a nurse did the impedance check and at 1.5 volts there were some abnormal highs and at 3.0 volts impedances were all normal but the patient got a metal taste in the mouth. It was reported that impedances were run at different voltages and they tried to run them at 3.5 volts but the patient got a shocking sensation in the arms and mouth and the patient tasted metal again. It was noted that impedances were not out of range. It was reported that the patient was sent home and would be programmed after anesthesia wore off. See MFR. Reports 3004209178-2014-03699 and 3004209178-2014-03700 regarding the patient¿s previous devices. It was unclear which device was replaced.

Event description:
Additional information received reported the cause of the issue was not determined. It was noted the patient was seen by their health care professional one day prior to report and they still had a metal taste in their mouth when the device was on. It was noted the patient did not experience shocking but they still experienced the metal taste.

Event description:
The serial number for this unknown implantable neurostimulator (ins) became known after the device was returned. Please refer to manufacturing report #3004209178-2014-16783 for any additional information about this ins and its relation to the event.

Manufacturer narrative:
.

Event description:
Additional information received reported the patient was doing fine.